Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 33-year-old female patient who had essure (batch no. A86600 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included uterine bleeding, morbid obesity, endometrial ablation, lightheadedness, palpitations and anemia. Concomitant products included medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, pelvic pain, dyspareunia, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain, depression, anxiety, migraine, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coil: 4. Right coil: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: endometrial biopsy. Ultrasound abdomen - on (B)(6) 2012: two adjacent cysts in the left ovary. Lot number ( a86600 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 33-year-old female patient who had essure (batch no. A86600 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included uterine bleeding, morbid obesity, endometrial ablation, lightheadedness, palpitations and anemia. Concomitant products included medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, pelvic pain, dyspareunia, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain, depression, anxiety, migraine, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coil: 4, right coil: 3. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: endometrial biopsy. Ultrasound abdomen - on (B)(6) 2012: two adjacent cysts in the left ovary. Lot number ( a86600 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received : new event added- essure confirmation test not performed. Follow 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 33-year-old female patient who had essure (batch no. A86600 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included uterine bleeding, morbid obesity, endometrial ablation, lightheadedness, palpitations and anemia. Concomitant products included medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pain ("vaginal pain"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dizziness ("light headed/dizzy"). The patient was treated with surgery (endometrial ablation) and blood transfusions. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, genital haemorrhage, vaginal haemorrhage, vulvovaginal pain, depression, anxiety, migraine, nausea, vaginal discharge, fatigue, uterine haemorrhage and dizziness outcome was unknown. The reporter considered anxiety, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coil: 4, right coil: 3. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: endometrial biopsy. Ultrasound abdomen - on (B)(6) 2012: two adjacent cysts in the left ovary. Ultrasound uterus - on an unknown date: thickened uterine wall. Lot number ( a86600 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received. Plaintiff state of implant added. Address updated. Events: abnormal uterine bleeding, light headed added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure (batch no. A86600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, morbid obesity, endometrial ablation, lightheadedness, palpitations and anemia. Concomitant products included medroxyprogesterone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (endometrial ablation). At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, migraine, nausea, dyspareunia, pelvic pain, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: left coil: 4, right coil: 3. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: endometrial biopsy. Ultrasound abdomen - on (B)(6) 2012: two adjacent cysts in the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs and mr received: case has became serious incident. Previously reported event "injury " replaced with new events .new events added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), depression, anxiety, migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, vaginal pain. Lot number, concomitant drugs, medical history, reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.